Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose motor support disk.

Event description:
It was reported that all of the insulin squirted out during the manual prime. The numbers did not appear on the screen and no beeps were heard. Nothing further was reported.